Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown ao plate and nail with unknown part and lot numbers. UDI unavailable, part number unknown. Additional product code hwc. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: de smet, luc (2009). Radiocarpal arthrodesis. Techniques in orthopaedics, volume 24, number 1, p 45-48. [(B)(4)]. This was retrospective review of radiocarpal arthrodesis. It is unknown when the study was conducted. The study population included 36 cases with a mean follow-up of 7 years; 24 men, 12 women; average age of 42 years. The author provided very limited information regarding the study. While various devices may have been implanted, the author refers to implantation of ao (synthes) plates with screws for radiocarpal arthrodesis. It is unclear if the complications noted are related to a synthes device, therefore, they will be captured as follows: 31 operative procedures in 21 patients were necessary afterward; 16 were fair or poor results post-operatively. This is report #1 of #1 for (B)(4). This report is for an unknown ao plate and screws with an unknown part number, lot number and quantity.